Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and it showed the clotting agent which is sprayed into the tube. The coating/additive appeared normal, no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ the additive was discolored. The following information was provided by the initial reporter: it was reported that there were stains on the inside of the tube.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0323692. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-11-18. Medical device lot #: 0338190. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-12-03. Medical device lot #: 0338189. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-12-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ the additive was discolored. The following information was provided by the initial reporter: it was reported that there were stains on the inside of the tube.